Event description:
It was reported that the stent failed to expand, requiring additional intervention. The patient presented for a right lower extremity arteriogram. An 8x40x75 innova self-expanding stent was selected for use in the popliteal artery. Posterior tibial access was obtained for retrograde treatment. During deployment, the stent was hung up on the deployment device. The physician successfully attempted to push the stent off with a balloon. However, the stent did not expand, even when detached from the deployment shaft. The deployment device was removed and damage to the posterior tibial artery was noted. Anterior tibial and peroneal arteries remained intact. A snare was used to attempt to remove the stent. But due to the associated risks, the physician then decided to affix and oppose the stent against the vessel wall with a new innova stent. There were no further patient complications reported.